Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was complaining of worsening discomfort with their driveline. The patient had been having symptoms of dizziness and lightheadedness for months. The patient was changed from hydralazine to amlodipine. A computed tomography (CT) scan was performed, and mural thrombus was identified within the outflow cannula of the left ventricular assit device (lvad) connecting to the ascending aorta, which measures 8 millimeters (mm) in thickness along the superior left lateral margin, extending over 60 mm. The patient was admitted and placed on intravenous heparin. The patient was upgraded on the transplant list, and their target international normalized ratio (inr) was increased to 2.5-3.0.